Event description:
It was reported intermittent occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer on steps to address an occlusion completing a system check. The customer was advised to replace supplies as necessary and resume insulin therapy.